Event description:
A piece of the guidewire broke apart from the guidewire and was unable to be retrieved. The tip of the guidewire broke off in the patient and was unable to be retrieved. Reason for use: left heart catheterization.